Manufacturer narrative:
The event occurred in a foreign country. The caller reported two different suspect strip lots, but did not know which strip lot produced the discrepant results. This medwatch report is for the suspect device used in system 2 (lot # 449728, exp date 08/31/2008). Reference medwatch report with a1 pt for the suspect device used in system 1.

Event description:
Caller states the pt reportedly rec'd a result of 71 mg/dl on the sensor system and a result of 26 mg/dl on a lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Customer rec'd new meter and new test strips.